Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch#: mbh386, and no non-conformances were identified attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the needles removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needles? No. What medical/surgical intervention was provided? Cure of inguinal hernia by laparoscopy. What is the condition of the patient? Normal. What tissue/location was suturing when pull off occurred? Peritoneum. Were there any unexpected outcomes, or complications as a result of this suture. Needle pull off event? No. No patient consequence; 3 wires were defective. Note: event reported in 2210968-2020-09927 and 2210968-2020-09928.

Event description:
It was reported that a patient underwent an inguinal hernia by lap to repair an eventration on an unknown date and suture was used. During the procedure, the needle pulled off from the thread. There were no adverse patient consequences reported. No additional information was provided.